Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the patient had to have a second surgery to remove a recalled hernia mesh and is living with the worst pain in life not to mention many gi problems.